Event description:
Patient reported that their bottom teeth is crooked. They visited their dentist and was advised to discontinue aligner use.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.